Event description:
Additional information: it was later added that the patient had heard the alarm on (B)(6) 2012, but it was noted that the alarm may have been alarming ¿for a while,¿ they did not really know. There was no office note or telemetry, just a call note from the patient, who called on (B)(6) 2012 saying they heard an alarm. The alarm was heard on the new pump, it was unclear how that was possible since the new pump was not implanted until (B)(6) 2012. The reason for the alarm was unknown by the reporter. It was noted that the patient was not due for a refill until (B)(6) 2012. The reporter did not know the status of the removed pump. It was later reported that the hospital had record of surgery in (B)(6) 2012 but no devices were submitted to pathology for review or return. The status of the device was unknown.

Event description:
Telemetry confirmed a critical alarm was occurring. The alarm was due to a motor stall; the stall was constant. Multiple stalls and recoveries were noted in the logs, the last stall occurred (B)(6) 2102 at 06:08 and it had not recovered. Per the reporter the patient did not have an MRI and the patient was being seen in the emergency room. It was further reported that there were a series of motor stalls for 3 days with the first stall on (B)(6) 2012. There had been no recovery since the last stall and the patient was "very stiff". The hcp later reported that the patient's pump was due for a refill (B)(6) and an alarm due (B)(6) 2012 but alarmed (B)(6) 2012. The patient heard the alarm and then noted increased tremors and spasticity as well as sweats. The patient started to take zanaflex at home 4mg every 3 hours. The patient also had decreased ambulation secondary to increased spasticity. Per the hcp the patient presented with baclofen withdrawal. The patient was hospitalized and the pump was replaced. Following replacement the hcp ordered a single bolus dose to be delivered as fast as possible so the prime of the catheter and pump tubing along with the single bolus dose were programmed together. Per the hcp there was no serious injury/illness and the patient recovered without sequela.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6). (B)(4).